Manufacturer narrative:
The product was returned for analysis. Evaluation indicated that the handpiece was not running when received. The device passed the hipot test and earth resistance test. The motor/cable assembly was defective. There was rust in the motor/cable assembly. The device was repaired, tested to manufacturer product specifications and returned to the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the hand-piece was heating up and was not working with the nexus console. There was no patient impact.

Manufacturer narrative:
UDI #: (B)(4) date MFR rec: feb/21/2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.